Event description:
The customer contact reported that after solution passed through the filter, discolored solution was noted. The tubing set was being used to deliver 200mg of dopamine in 50ml of 0.9% sodium chloride at 0.5ml/hr via a plum pump. After an unspecified length of time in use, it was reported that after an unspecified volume of dopamine solution passed through the air eliminating filter, the solution distal to the filter was noted to be a "pale yellow" color. The customer contact reported that the solution proximal to the filter was clear and colorless. It was reported that an unspecified volume of discolored solution was delivered to the patient. After an unspecified length of time in use, it was reported that the patient's blood pressure (bp) decreased by "10%". No specific bp measurements were provided. The tubing set was replaced and the therapy was resumed. It was reported that after the tubing set was replaced, the patient's blood pressure returned to "previous values". There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set had been used to deliver other solutions prior to the delivery of the dopamine and the solution used to prime the tubing set.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).